Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was over 500 mg/dl. Customer reported high blood glucose readings for three days and vomiting prior to the hospitalization. Customer was treated with IV therapy at the hospital. Customer stated that her blood glucose levels fluctuated at the hospital as well. Customer's current blood glucose reading is 229 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. No further information reported.